Event description:
The customer contact reported the device touchscreen does not work properly and would not calibrate. The device was returned tot he biomedical department with a note that stated, "not working." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility the customer contact reported the device touchscreen does not work properly, would not calibrate and when pressed the touchscreen drifts away. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond as expected and would not calibrate. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.